Event description:
Pt alleges receiving breast implants in 1973 of an unk MFR. Pt also alleges soon after they went rock hard and she has painful burning sensations when "cracked" by her plastic surgeon. Her left nipple "pulled to the extreme left most unnaturally" and eventually both of her implants ruptured. She noticed her hair fell out alarmingly during the years that they were leaking. Her breast tissue became very lumpy like stones and the discomfort, pain and embarassment were acute. Pt alleges the "mess" was removed in a lengthy operation in 1993 and at that time she also had replacements with devices of another MFR.